Manufacturer narrative:
Upon follow up it was reported the patient was hospitalized for the peritonitis event and treated with two unspecified antibiotics (no further details). Physioneal therapy was ongoing (manual exchanges). At the time of this report, the patient remained hospitalized and antibiotic therapy was ongoing. Concomitant medical products: physioneal 40 1.36%. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were not reported. On an unreported date, the patient began unspecified treatment for the peritonitis (not further specified). No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.